Event description:
It was reported that premature battery depletion was observed in (B)(6) 2013. The patient was hospitalized for other reasons, and replacement could not be done. In (B)(6)2013, the device was at eol and at explant in (B)(6) 2013, the device was found to be in back-up mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion and device reset were confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below expected limits. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause for the premature battery depletion could not be determined.